Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure, the devices caused insufflation issues. The same devices were able to be used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Seal the analysis results of the device found that it was received with one clear protector of the universal seal assembly not properly assembled. When the protector is out of position, the seal may be exposed (not properly covered by the protector); this condition could cause loss of insufflation. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an f-12 error code. During the product evaluation at baxter, it was determined that error code f-12 was a false occlusion alarm. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.